Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was glitching and could sometimes not turn on or off. The device was in clinical use, however no user/patient harm was reported. The remote service engineer (rse) confirmed the customer-reported problem. The rse stated in the remote service work order that the touchscreen did pass a calibration test, but the touchscreen was intermittent during setup, and the v60 device could not be turned off via the touchscreen. The customer was informed to replace the touchscreen and if that did not resolve the issue, to replace the ui pcb. The rse provided no further troubleshooting or replacement part information.

Manufacturer narrative:
A clinical engineer at the customer site responded to a good faith effort (gfe) stating that the touchscreen had been replaced and recalibrated. This resolved the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.